Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify a lot specific issue at this time. All available information was investigated and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single), unintended movement (clip open - efaa) and unintended movement (clip open - locked) cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and clip opening. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During grasping, simultaneous gripper actuation was attempted however the gripper arm did not come down on the posterior leaflet. Troubleshooting was performed however unsuccessful. The clip was inverted and brought back to the left atrium (la). Stress was removed from the system and the lock lever moved, then both grippers were working again. The cds was advanced back to the valve and the leaflets grasped. During deployment, the clip opened when establishing final arm angle (efaa) therefore the clip was re-locked. The clip was able to be deployed however it was noted the clip opened more than 5 degrees after deployment. The procedure was completed at this time with the mr reduced to 2. There was no clinically significant delay in the procedure, and no adverse patient effects. No additional information was provided.